Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Animpl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation, visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was location is #3 and was used for approximately 2 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1223280). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223280) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510(k): k011028, k013227.

Event description:
It was reported that implant collar fractured at site # 3. Implant removed and area grafted. Patient returning for future implant placement. As a result of the event no injury to the patient was reported.